Event description:
Pt is diagnosed with intractable complex partial seizure disorder. A vagal nerve stimulator was placed in 2001. She has taken different seizure medications and had numerous neuro consults. In 2003, an evaluation of the vns by the neurologist, dr was done due to change in seizure patterns. There were some battery problems and it was determined that she needed replacement of her vns leads. This procedure was done by another dr at hospital, in 2004. In 2008, inspiratory-whooping- sounds were noted. The vns settings were increased and she developed episodes of apparent stridor with a cyclic characteristic suggesting it may be related to the vns. Due to snoring, "whooping" sounds consistent with laryngeal spasm, the vns was adjusted downward with some improvement, but no resolution. Approx five months later, she wad admitted to the medical care unit at development center where she lives due to increased seizure activity. She had a CT scan of the head the next day, which revealed question of mild hydrocephalus although it was unclear whether it was old or new problem and prominent ventricles were noted. The vns was placed on inactive setting five days later. She was seen by dr(third), ent, the following day, and she had a flexible laryngoscopy while off the vns. The findings indicated bilateral cord paralysis and he stated she was a candidate for tracheostomy or arytenoidectomy. Pt was admitted to hospital the same day, and remained until eight days later, with a diagnosis of aspiration pneumonia, uti, uncontrolled seizures, partial airway obstruction-probably induced by vns. She was seen by the ent while in the hospital for her vocal cord paralysis. She had another flexible direct laryngoscopy and it was noted that her vocal cord paralysis was resolved. He recommended not using the vns at present. She had medication adjustments while in the hospital for her seizures. Since her return to development center, she hasn't had any of the "whooping" noises and her seizure activity has decreased tremendously. She is more alert. Dates of use: 2001 -- 2008. Diagnosis or reason for use: epilepsy. Event abated: yes.